Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012 and a drain was placed. Five hours after the procedure, the wound site swelled. The patient underwent a reoperation. The wound site was reopened, the pressure point was sutured many times, and the bleeding stopped. Currently, the patient can rise from the bed and is in remission.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # j1112490; mfg date 06/01/2011; expiration date 06/30/2016, batch # j1226554; mfg date 01/01/2012; expiration date 01/31/2017, batch # j1226555; mfg date 02/01/2012; expiration date 02/28/2017, batch # j1227606; mfg date 02/01/2012; expiration date 02/28/2017, batch # j1227607; mfg date 02/01/2012; expiration date 02/28/2017, batch # j1227609; mfg date 02/01/2012; expiration date 02/28/2017, batch # j1227615; mfg date 02/01/2012; expiration date 02/28/2017, batch # j1227616; mfg date 02/01/2012; expiration date 02/28/2017, batch # j1227619; mfg date 02/01/2012; expiration date 02/28/2017, batch # j1227620; mfg date 02/01/2012; expiration date 02/28/2017, batch # j1227621; mfg date 02/01/2012; expiration date 02/28/2017, batch # j1227622; mfg date 02/01/2012; expiration date 02/28/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: product code 2227; batch # j1112490; mfg date 06/01/2011; expiration date 06/30/2016. Product code 2227; batch # j1226554; mfg date 01/01/2012; expiration date 01/31/2017. Product code 2227; batch # j1226555; mfg date 02/01/2012; expiration date 02/28/2017. Product code 2227; batch # j1227606; mfg date 02/01/2012; expiration date 02/28/2017. Product code 2227; batch # j1227607; mfg date 02/01/2012; expiration date 02/28/2017. Product code 2227; batch # j1227609; mfg date 02/01/2012; expiration date 02/28/2017. Product code 2227; batch # j1227615; mfg date 02/01/2012; expiration date 02/28/2017. Product code 2227; batch # j1227616; mfg date 02/01/2012; expiration date 02/28/2017. Product code 2227; batch # j1227619; mfg date 02/01/2012; expiration date 02/28/2017. Product code 2227; batch # j1227620; mfg date 02/01/2012; expiration date 02/28/2017. Product code 2227; batch # j1227621; mfg date 02/01/2012; expiration date 02/28/2017. Product code 2227; batch # j1227622; mfg date 02/01/2012; expiration date 02/28/2017.

Manufacturer narrative:
(B)(4). Poor wound drainage. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-01788. The same patient is represented in each medwatch.